Event description:
It was reported that the pump is not reading their cassettes. Three cassettes went to waste and have 2 mix left. The cassette lot number is 4186331. Current pump rate 41ml/24hr current dose 25 ng/kg/min. Fault occurred while in patient use and no patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.